Manufacturer narrative:
Device passed prime/compromised force sensor system, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. No unexpected excessive no delivery alarm.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer's blood glucose was over 600 mg/dl. Customer had no back-up plan. Customer had tried all remedies. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.